Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing due the current of injury pattern on the rv lead was observed. The oversensing resolved itself the following day after the current of injury pattern had resolved. The device was reprogrammed back to nominal sensing values.